Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence gastroint estinal/ pelvic floor. It was reported that the patient stated that they were on their cell phone and now they are experiencing strange side effects and they are wondering if it could be related to their stimulator. Caller stated they feel like something is sending an electrical charge like something is charging them, they had to go to the ER. Caller stated it felt like their hand is moving and they are dropping their phone. Caller stated they feel like something is crawling in the back of their behind, they can't explain it. Caller stated it feels like they have a movement disorder, like some sort of parkinson's or multiple scoliosis or something. Caller stated the ER doctor thought they were crazy. The patient was redirected to their healthcare provider to further address the issue.  Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from hcp. They clarified that they did not think the device/lead had anything to do with the symptoms. They stated that the device was off when patient presented with the symptoms. Patient¿s xray showed no lead displacement or fracture. They did not believe the issue was related to or caused by the device or therapy. The device has been turned off. The issue of the electrical charge sensation was unknown to be resolved. Hcp also stated that the device was not casual or contributory to the hand movement.